Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high capture threshold and loss of capture was observed on the left ventricular (lv) lead that resulted in phrenic nerve stimulation. Diagnostic imaging was performed and revealed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.